Manufacturer narrative:
B2: other - abandonment of procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for compression fracture. It was reported that during an intra-operative spinal procedure involving the bone cement with mixer, several issues arose when rep was not in the event. The cement was described as runny and not doughy and homogenous prior to delivery, and the cement gun was leaking saline, preventing the advancement of cement into the vertebral body. When rep came back and checked the alleged devices, it looked like the gun was advancing the cement, but there wasn't any cement in the patient or the weapon. This led to the abandonment of the case due to product failure, as there was no backup product available. The procedure was delayed, prolonging the patient's existing hospitalization. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received via manufacturer representative that the issue might be with the washers on the cement cartridges. The patient wasn't affected but case time was delayed while trying to troubleshoot as they had no other product so had to stop case.